Event description:
It was reported that on (B)(6) 2025, a 31mm epic plus valve was implanted into the patient. After the procedure, the gradient in the operative room (or) was 6. The physician mentioned there was moderate stenosis. There was intervention performed. The patient was reported stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of moderate stenosis post epic valve implant was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was also reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported stenosis could not be conclusively determined. The patient was reported stable. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.